Event description:
It was reported to philips that, during a procedure, the wireless foot switch associated with the veradius unity device, did not work. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, at the start of a planned non emergency treatment, the wireless footswitch did not work. The procedure was completed with a wired footswitch. A philips field service engineer inspected the system onsite and confirmed the reported event. There was no signal going to the base station. As part of the troubleshooting process, the battery was changed, a new pairing was attempted, and cable connections were checked. However, the connection was not re-established. The customer is using the wired footswitch instead of the wireless footswitch. The wireless footswitch was returned to philips for analysis. The returned footswitch was tested and no connection failure was found. The pairing with the base station was done successfully and there were no other issues with the wireless connection. The wireless base station, was not returned to philips for analysis. Therefore, the investigation on wireless base station could not be completed. It is not possible to conclude if the wireless base station contributed to the reported event. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.